Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance and high capture threshold. No intervention was performed. The patient's status was unknown.

Event description:
New information received notes that the lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2024. The patient was stable.